Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and was catheterized due to a stroke. A surgery was performed in which a second cuff was added to the existing unit. A damage of an unspecified nature was suspected but could not be confirmed at the time of revision. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has an artificial urinary sphincter (aus) implanted and was catheterized due to a stroke. The patient experienced incontinence and a surgery was performed in which a second cuff was added to the existing unit . A damage of an unspecified nature was suspected but could not be confirmed at the time of revision. No patient complications were reported.